Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose was over 300 at the time of incident. Customer was not using auto mode feature at the time high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that insulin pump had a pump error alarm and ran self test but not able to rewind. The insulin pump will not be returned for analysis.